Event description:
During an implant procedure, the left ventricular (lv) lead was unable to be advanced through the guide catheter. The lead was explanted and replaced to resolve the event and the patient was in stable condition.